Manufacturer narrative:
(B)(4): customer reported that during deployment they opened the pads package and incompatible pads were in the packaging. Pending return of the pads for eval.

Event description:
During AED deployment, the customer reported incompatible pads in the pads packaging.